Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient had acquired an infection following the procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. The report indicated that the patient had recovered without sequelae.